Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the unit was damaged while the user was handling the device which led to occurrence of the error message e216 and the image went off when angulated in up/down. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): " inspection of the endoscopic image inspection of the instrument channel" olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus the evis lucera elite bronchovideoscope displayed scope communication error (e216) message. The reported issue occurred during preparation of use for a diagnostic bronchoscopy procedure. The procedure was subsequently completed with a similar device. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that there was a scope communication error due to damage on the charge-coupled device. Due to the damage on the charge-coupled device, the image disappears during angulation in the up-down directions. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.